Event description:
Patient had a late/delayed reaction, blister and redness around the split pad area. This was noticed in recovery.

Manufacturer narrative:
Rf generator passed all functional testing. No problem found. The surface area of the customer's conmed split return pad was measured to be 15.75 inches. S&n IFU states at least 20 square inches is required.